Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # (B)(4); stockert model# m-5463-01 serial# (B)(4); coolflow pump model# m-5491-02 serial # (B)(4); reprocessed lasso nav eco catheter (not bwi product); reprocessed stryker acunav 10 french catheter (not bwi product). It was stated by the customer that the product had been discarded thus product was not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. A pericardial effusion was seen during mapping. Pericardiocentesis was performed and 3 liters of fluid was removed. The effusion continued to grow so the patient was taken to the or. Additional information was requested, but no response has been received.